Event description:
Reprise IV. It was reported that left bundle branch (lbbb) occurred. The patient received a loading doses of 324 mg aspirin and 600 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty. No new conduction disturbances were noted post balloon valvuloplasty. The aortic valve was treated with deployment of a 27 mm lotus edge valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location. One day post index procedure, the patient developed left bundle branch block. Electrocardiogram was performed as diagnostic procedure, and no action was taken to treat the event. At the time of reporting, the event was considered to be not recovered/resolved. The patient was discharged the following day.